Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 594 mg/dl. Cause was not known. The customer drank water and exercised to address the elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.